Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b3, b5, b6, d6b, e1, h6.

Event description:
Healthcare professional reported left side "rupture" via MRI. Healthcare professional later reported "lymph nodes". Device has been explanted and replaced.

Event description:
Healthcare professional reported "intracapsular rupture with MRI done". Healthcare professional reported later by operative report "lymph nodes". This record is for the left-side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events of rupture and lymphadenopathy was received on october 07, 2025, with lot number 3058730. Based on the product analysis performed, the assessments of the complaints are: lymphadenopathy: unable to observe as it is not related to the manufacturing process. Rupture: not observed. As per the investigation procedures, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.